Manufacturer narrative:
(B)(4) for the reported issue of stent blocked/occluded. (B)(4) for the reported issue of stent expansion issues. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal covered stent was implanted within the esophagus of a cancer patient on (B)(6) 2011. According to the complainant, the patient had a three centimeter necrotic tumor within the upper esophagus. The anatomy was not tortuous; however, pre-dilatation was performed prior to stent placement. During the stent placement procedure, the stent was successfully advanced and deployed within the target lesion. The delivery catheter was removed from the deployed stent under endoscopic control. However, post deployment, it was discovered that the proximal stent flare was folded. It was reported that the stent was fully expanded but partially blocked with the fold, and the fold was occluded with mucosa. On (B)(6) 2011, one day post stent placement, after physician observation, the stent was examined again, where it was discovered that the fold had generated two lumens. As a result, the stent was carefully removed using forceps. A thoracic computed tomography scan confirmed that there was no perforation; however, the mucosa did appear to be swollen. The physician attributed the swollen mucosa to the stent placement procedure as well as the stent occlusion and explantation. No treatment or intervention was performed to address the inflammation. The patient was reported to be in stable condition post procedure.